Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also reported that the right ventricular (rv) lead exhibited high impedance, no capture and had a polarity switch. The lead remains in use. No further patient complications have been reported as a result of this event.